Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to constipation. The patient was not hospitalized for the peritonitis. On the same day as onset, the patient began treatment for the peritonitis with inj. (Injection) vancomycin (1 gram, once every four days, route of administration unknown) and inj. Fortum (1 gram, once daily, route of administration unknown). The outcome of the peritonitis was unknown. At the time of this report, both antibiotic treatment and extraneal therapy were ongoing. No additional information is available.